Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) was "low" (specific value was not provided); cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer continued to use the pump for insulin therapy.